Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead helix would not retract, torque mechanism stopped working. The lead was not used and a new lead was placed successfully.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.